Event description:
The customer stated that he was hospitalized due to hypoglycemia, with a blood glucose reading of 61 mg/dl. The customer felt that the event was due to the sensor not giving accurate readings. The customer also stated that every sensor in the current lot had failed in some way. The customer was given a new sensor, which was working just fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 3004209178-2010-80591 for the report under the insulin pump.